Event description:
It was reported that bd q-syte 15cm small bore bi-ext set had connection issues incident happened in ER department where after cannulation staff attached qsyte bi extension cat no 385157 on IV catheter 22g and when they tried to lock extension by rotating spin nut it got freed during tightening of it hence causing risk of accidental dislodgement of catheter, they have provided samples of 2 batches and replaced qsyte bi extension in patient with new piece of qsyte bi extension which worked without any problem

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos and 2 physical samples submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection of the samples. Analysis of the sample showed that the photos provided do not show the device with the reported defect and the physical samples were tested with a connection test with a bd connecta stopcock and no problem with the connection was observed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 2 photos submitted for evaluation. The reported issue of connection issues was not confirmed upon inspection of the samples. Analysis of the sample showed that the photos provided do not show the device with the reported defect. Bd cannot confirm the cause of the failure since no sample was returned for evaluation. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.